Manufacturer narrative:
Investigation: used test and analysis equipment: keyence vhx 600 d digital microscope. Panasonic dmc tz8 digital camera. First we made a visual inspection of the implant. Here we found some scratches and impacts on the body. Furthermore we noticed, that the connector (the junction between applicator and implant) was heavily damaged. The damage is the result of putting the applicator on the damaged connector. Batch history review: the manufacturing documents have been checked and found to be according to specification which was valid during the time of production. Conclusion and root cause: the root cause of the problem is usage related. Rational: the connector of the implant was damaged through handling with an incorrect tool (pliers instead of hex key e.g.) Through this, the o-ring (gasket between connector and applicator) was damaged and this leads to the described leaking. No CAPA is necessary.

Manufacturer narrative:
Exemption number: e2014018. Manufacturing site evaluation: evaluation on-going. Device not returned.

Event description:
Country of complaint: (B)(6). During surgery, the cage was not processing the hydraulic distraction.